Event description:
During svc testing, baxter svc tech reported that failure code 570:320:844:0000 had occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.